Event description:
Same case as MDR ID#: 2134265-2012-02477, 2134265-2012-02478 and 2134265-2012-02460. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction, thrombosis, dyspnea and patient death occurred. The patient presented due to unstable angina with abnormal myocardial perfusion. The physician gained bilateral access of both the left and right femoral artery. The first 80% stenosed target lesion was located in the ramus. A 7f jl4 non-bsc guide catheter was used to engage the left main coronary artery (lm). A non-bsc guide wire was advanced into the distal ramus. The proximal section of the ramus was predilated using a 2.0x30mm non-bsc balloon catheter at 12atm for 30 seconds. Then the physician deployed a 2.25x32mm ion stent at 10atm for 20 seconds then at 16atm for 10 seconds. The physician left the non-bsc guide wire in the ramus, and then advanced a non-bsc guide wire to the second 95-99% stenosed target lesion located in the distal left anterior descending (lad) artery. The proximal lad was pre-dilated using a 2.0x30mm non-bsc balloon at 12atm for 45 seconds. Then the physician deployed a 2.25x24mm ion stent at 8atm for 30 seconds and 20atm for 5 seconds. Next, the physician used the 7f jl4 non-bsc guide catheter to engage the right coronary artery (rca). Then the physician unsuccessfully attempted to cross the chronic total occlusion of the rca using four different non-bsc guide wires and a non-bsc micro guide catheter. The physician states that "due to the contrast load and the radiation limit, the decision was made to stop the procedure." The physician removed the wires and guide catheters then closed the bilateral access sites using a non-bsc closure device. The patient then left the catheterization lab in stable condition. Two days later, the patient returned due to unstable angina. Access was gained via the right femoral artery. The physician placed a 50/300cm non-bsc guide wire before unsuccessfully attempting to use a 1.25x20mm non-bsc balloon and a 1.5x20mm non-bsc balloon to pre-dilate the proximal and mid left circumflex (lcx). At that time, the physician elected to use a non-bsc laser catheter which resulted in adequate dilation results in the mid lcx and the proximal obtuse marginal (om). Next, the physician used a non-bsc balloon and a 2.0x40mm apex balloon for multiple inflations in the mid lcx and the proximal om. To complete angioplasty, the physician used a 2.5x40mm apex balloon for multiple inflations in the mid lcx and proximal om before placing a 2.25x32mm ion stent in the lcx at 6atm for 20 seconds and at 4atm for 16 seconds. After pulling back the stent delivery balloon, the stent dislodged from the mid lcx to the ostial of the lcx and lm. Part of the stent was deployed in the lm using a 2.5x31mm non-bsc balloon at 24atm for 3 seconds for two inflations. The physician used a 3.0x12mm non-bsc balloon also to post dilate the stent for multiple inflations. Next, the physician advanced a 2.25x24mm promus element plus stent to the mid lcx and the proximal om and deployed at 9atm for 20 seconds with adequate results. The stent was post dilated with an nc quantum apex at 24atm for 60 seconds. At that time, "angiography revealed minimal residual lesion in the proximal and mid lcx with some residual disease in the distal om." The patient left the cath lab with hemodynamically stable condition. Nine days later, the patient presented due to shortness of breath, myocardial infarction, limited flow and a large thrombus. Access was gained via the left femoral artery. Angiography revealed a "large clot burden in the lm along with previously placed stent in the lcx protruding into the lm." The physician was unable to cross with two non-bsc guide wires and angiography revealed no flow in the lad, ramus and lcx. The physician placed an unknown manufacturer's intra-aortic balloon pump. Next, the physician placed a .014x300cm non-bsc guide wire before using a 1.5x20mm apex balloon for multiple inflations in the mid and proximal lad. Then the physician used a non- bsc thrombectomy and no significant amount of clot was retrieved. A .014mm kinetix moderate support wire was used with a non-bsc wire in an attempt to cross, but was unsuccessful. A 2.0x30mm apex balloon was used with minimal improvement. Six mcg of tissue plasminogen activator was given intracoronary along with heparin and integrilin, however, the large clot in the left main remained. Another non-bsc wire was unsuccessfully used in an attempt to cross. Then a 2.0x20mm non-bsc wire was used to dilate for multiple inflations before a 3.0x20mm apex balloon was used at 12atm for 28 seconds. Another thrombectomy catheter was used with minimal improvement to flow before a 4.0x15mm non-bsc stent was placed in the lm crushing the previously deployed lcx stent. This resulted in improved flow to the lm and the lad, while flow in the lcx and ramus was "sluggish" from timi I to timi ii. At the end of the procedure the balloon pump was sutured in place and "the patient left the cath lab with hemodynamically unstable condition on pressor support and intra-aortic balloon pump." The patient expired post procedure due to unknown cause.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).